Manufacturer narrative:
In response to FDA report number mw5086093. A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture," baker grade unknown. Patient reported via regulatory agency: "rupture" of saline device, "candida, infection and searing chest." Patient additionally reported "micro calcifications", device has been explanted.